Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator and verified the customer reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), to correct the issue. The unit passed all tests, calibrations and was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator screen became inoperative. There was no report of death or serious injury as a result of this event. It is unknown if the patient was transferred to another ventilator. Additional information has been requested.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.